Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the third firing, they connected reload to adapter, checked the jaws opening/closing and articulating with no problem. Then the surgeon clamped the tissue, however the green buttons were not illuminated and could not fire the device. No patient injury.